Manufacturer narrative:
Conclusion - evaluation conclusion: the device was not made available to the manufacturer. The device was not made available for evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the unit was missing the blue metal band on the handpiece. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.